Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported following cataract surgery with an intraocular lens (iol) implant, she has blurry vision at all distances. She reported the computer is too blurry to read from a comfortable distance and she is unable to see intersections from afar while driving. The patient developed posterior capsule opacification and a yag laser capsulotomy was performed. There are two medical device reports associated with this event. This report is for the right eye. Additional information has been requested.